Event description:
It was reported that lead placement documentation for the explanted pacemaker was incorrect. As a result when the patient received a new device, the leads were connected to the pacer based on the old device serial number and lead placement records. After closing the pocket, it was discovered based on pacing that the leads were reversed. The physician had to go back and open the pocket to reverse the leads in the header of the pacemaker. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.